Event description:
Encore received add'l info on a left knee poly swap due to infection. Encore received a complaint about a reportable event. It was determined that the MFR of the device in question was osteoimplant technologies, inc -oti-. As part of encore's acquisition of the oti product lines, oti -now known as pinnacle holding inc.- agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on (B)(6) 2005. The info in this report has been forwarded to (B)(6).